Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced to dilate the lesion; however, during the first inflation at 8 atmospheres after 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.